Event description:
On (B)(6) 2012 customer reported that the platelets were failing and the probe was dripping about 2 drops of fluid on the counter when the act diff instrument neared the end of startup. No injuries were reported and no erroneous patient results were generated. Customer technical specialist (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to replace the diluent filters, and run startup. Customer stated that the probe still dripped. Cts had the customer check the probe wipe, and the customer stated that it was dirty. Customer cleaned the probe wipe using bleach and ran several startups without further dripping from the probe. Cts also instructed the customer to run new controls and the customer stated that the platelets passed. This resolved the issues and no further problems were reported.

Manufacturer narrative:
(B)(4).